Event description:
It was reported that patients leads had high impedances and underwent a replacement procedure. Patient is doing well post operatively. The explanted products will not be returned. Additional information obtained that the patient had increased charging burden due to the high impedances. The implantable pulse generator (ipg) has been replaced as well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 16941900, UDI: (B)(4).

Event description:
It was reported that patients leads had high impedances and underwent a replacement procedure. Patient is doing well post operatively. The explanted products will not be returned.